Event description:
It was reported that a 355sd was used during a laparascopic cholecystectomy procedure. It was reported by the affiliate that the trocar did not load. The instrument was not used on the pt. There was no consequence to the pt. 07/02/1998 received info from affiliate. The trocar will not load means will not arm.